Manufacturer narrative:
Submit date: 02/24/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an scd pump. The customer states at the time of inspection, the power cable was ruptured and the inner cooper wires were exposed. There was no pt involvement.